Event description:
It was reported the patient's (B)(6) ipg site was red, inflamed and weeping. Further medical evaluation found no sign of infection; however, it was reported the patient's ipg had shifted from its original location. Surgical intervention was undertaken on (B)(6) 2012 to reposition the ipg. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.